Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was determined that the device could not be repaired. The customer received a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation of the customer's device., stryker observed that the device would not complete the boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the device at the product assessment center (pac) and the reported issue could not be duplicate. The technician reviewed the device's electronic record and the issue could not be detected. During evaluation, the pac technician observed that the customer's device would not deliver defibrillation energy. The cause of device not delivering defibrillation energy was determined to be h-bridge fet, q71, which was blown due to electrical overstress.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation of the customer's device., stryker observed that the device would not complete the boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.